Manufacturer narrative:
The unit did not have an unlocked lcd keypad connector and no frozen display. However, the unit had no button response due to a flattened act button dome switch. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that they could not get past the fill tubing sequence and the buttons were unresponsive. The customer's blood glucose level was 180 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.